Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. It was reported that the patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896688 and gd896597 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.